Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death and hypoglycemia. Post-market safety reviewed the case and determined there was no allegation of the device function contributing to the patient's death. The device was functioning as designed, and sounding alarms/alerts due to the low blood sugar level.

Event description:
It was reported that the patient's spouse called in to donate, or return the new controller they received, and reported the patient had died. The patient was wearing the device at the time of his death, and the device was sounding alerts indicating the low blood sugar. The patient was at work, and aware of the low blood sugar, he left work to get something to eat, lost consciousness, and went off the road crashing his car. The blood sugar reported at the time of the event was 48 per the device, and 40 per the emergency services at the scene the cause of death was reported as head and chest trauma and a single motor vehicle accident with hypoglycemia. Post-market safety reviewed the case and determined there was no allegation of the device function contributing to the patient's death. The device was functioning as designed, and sounding alarms/alerts due to the low blood sugar level.